Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve, implanted in the pulmonic position, that required valve in valve intervention after an unknown implant duration for a unknown reasons. The patient is a (B)(6) male. There were no reported complications.